Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined this device has exhibited t-wave oversensing in the past, therefore this patient has received inappropriate shocks approximately three years ago. Rhythmcare then provided further troubleshooting and programming options to be considered. This device remains in service. No additional adverse patient effects were reported.